Event description:
During routine testing of the device at the service center, the service technician reported the arterial blood parameter probe failed the standard reference sensor test. The device was originally returned due to the hematocrit saturation clip that fell from the hematocrit saturation probe. Since the event occurred at the service center, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.